Event description:
It was reported that patient underwent total knee arthroplasty in early 2009. Subsequently, the patient was revised twenty six days later, due to infection of the prosthesis. The patient was later diagnosed as having mrsa infection.

Manufacturer narrative:
User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device, it was relayed that device is available for on site evaluation only. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirmed product was sterilized and meets sterilization specification.